Event description:
Healthcare provider reported a left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; flat creases, weight within specification. After autoclave cycle was identified: cloudy gel and bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6.b, d.9., h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade unknown. The device remains implanted.